Event description:
Injecting normal saline with the power injector, the IV tubing separated from the hub connected to the power injector. Injection start rate was 3 ml per/sec and max pressure of 300 psi.